Event description:
Reporter alleged when going to the dr, reason not provided, however it was stated the visit was unrelated to diabetes; comparison glucose testing was performed. Reporter stated the comparative values were 200 points apart and used the example that the customers' meter read 300 mg/dl compared to 100 mg/dl on doctors device. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement product was sent.